Manufacturer narrative:
Complaint not confirmed, evaluation shows the drive feature did not break off. It was observed to be round at the distal extremity and twisted. Likely causes of the damage include mishandling, continually applying torque when the implant is not advancing and/or fully seated, shallow driver engagement depth.

Event description:
It was reported during a mtp decompression osteotomy procedure that took place on (B)(6) 2018, the tip of the ar-8737-37 1.55 hex driver broke off and became stuck within the screw. The surgeon attempted to remove the screw using pliers, and shooting water inside the screw. The surgeon then burred the screw head to be flush with bone. The case was completed by using a different manufacturer's product and using a different point of fixation. A second surgery was performed on (B)(6) 2018. A quantity two screw drivers from lot: 1391824 will be returned as part of the complaint. It was reported that multiple incidents like this have occurred in the past several years which were not reported to arthrex. The rep reported no information can be obtained regarding the past incidents. The previous surgeon who oversaw the surgical facility is now deceased and the facility does not have specific information of those incidents recorded to provide. The surgeon reporting this incident has now taken charge of the surgical facility. Additional information has been requested. Additional information received on 03/03/2020: the rep reported there was not an arthrex sales representative present during the (B)(6) 2018 procedure. An additional 45 minutes was added on to the procedure. The patient did not receive additional anesthesia, but was given an antibiotic. The rep reported there were no unplanned incisions necessary. It was reported that the second surgery that took place on (B)(6) 2018 was not in relation to the primary (B)(6) 2018 surgery, and there were no arthrex devices explanted during the second procedure. Additional information received on 04/07/2020: the two drivers returned for this complaint were ar-8737-37, (lot: 1391824 / qty. 1) and ar-8737-37 (lot: 1391818 / qty. 1).